Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was told the leads needed to be replaced. It was noted that the leads weren¿t working and one was ¿blown out¿. The patient stated she had done ballet as part of her wellness program. It was noted that it was rerouted last year to help with the patient¿s pain but the patient stated it was no longer helping with the pain. It was also noted that ¿only 2 that are working and they are not working with her monitor.¿ it is unclear what was meant by this.

Event description:
It was reported that about a year ago, it was found that an electrode on the wire ¿had blown¿ and it had to be ¿rerouted.¿ "rerouted" may refer to reprogramming. Seventeen days later, it was reported that the patient still had concerns about her device or therapy but was working with her doctor or manufacturer representative. It was noted that the patient had an appointment scheduled on (B)(6) 2013.

Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 399930 lot# v002755, implanted: 2006 (B)(6); product type lead product ID 748940, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).

Event description:
Follow up information reported that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer's representative. An appointment was to be scheduled in (B)(6) 2013 to replace implantable neurostimulator (ins) and lead component. If additional information is received, a follow up report will be sent.